Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas paired with a freestyle libre 3 plus sensor experienced nighttime low glucose alerts and intermittent sensor signal loss, with home readings in the 40s to 60s and concerns for inaccurate or missing glucose data; the user was educated that the alerts could relate to compression-induced low readings during sleep and bluetooth connectivity issues, and was advised on alternate sensor placement, fingerstick confirmation during signal loss, and backup therapy planning. Symptoms included perceived hypoglycemia only when below approximately 50 mg/dl. Outcomes included no reported injury, no hospitalization, and self-management with prompt treatment of lows. Investigation included customer education, review of reported cgm behavior, and troubleshooting for connectivity and compression effects. Investigation of this case revealed inconsistent cgm data likely due to compression lows during sleep and intermittent bluetooth communication between the sensor and the ilet, without evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user and environmental factors such as sensor compression and connectivity limitations. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.